Manufacturer narrative:
The device was not returned to the MFR for evaluation.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. The instrument jammed. The hosp did not provide any further info.